Manufacturer narrative:
Additional information received from the dealer. The end-customer used the device on a cross-country environment (grass) and the wheelchair tipped over and the handrim broke. No medical intervention was sought for the reported injury. The permissible conditions of use (locations of operation) according the instructions for use has not been followed.

Event description:
Alber gmbh received an update by the dealer. The end-customer used the device on a cross-country environment (grass) and the wheelchair tipped over and the handrim broke. No medical intervention was sought for the reported injury.

Manufacturer narrative:
This incident occured in u.s. Involving a product manufactured by alber (B)(4). Alber (B)(4) is filing this report because the device is marketed and sold in the u.s. The end customer wrote that the push-rim of one twion wheel broke at the attachment point and she cut her hand and fell out of the wheelchair. Several contact attempts to the end customer as well dealer were carried out to find out whether a medical intervention was sought for the reported injury, but as of the date of this report no feedback or further information about the injury or medical intervention received. The responsible dealer placed a replacement order for the twion wheel. Alber (B)(4) will evaluate the twion wheel once returned. The date of the event is not known. If more information is received, a follow-up record will be filed.

Event description:
Alber (B)(4) received a chat by end customer on (B)(6) 2019. She relates that one push-rim of the twion wheel broke at the attachment point and she cut her hand and fell out of the wheelchair. Several contact attempts to the end customer as well dealer were carried out to find out whether a medical intervention was sought for the reported injury, but until today no feedback or further information about the injury or medical intervention received. As precaution we report this event to the authority.